Event description:
Reporter provided a written complaint info record to quality management on 5/1/98 of this incident involving compounding total parenteral nutrition solutions with dilute carnitine and dilute magnesium sulfate hanging on each other's station, resulting in incorrectly formulated neonatal total parenteral nutritions. When the error was discovered, attempts were made immediately to prevent these total parenteral nutritions from being used. Ten of the 13 bags were recovered unused. Three bags were used, infusing for 1.5, 1.5 and 2.5 hours before replacement. None of these patients had any adverse events associated with this incident. All recovered bags were destroyed. Staff members have been retrained and standard operating procedures changed to improve initial set up and check system. The unit was not sent to product services. Since the facility regarded this matter to be user error, not any sort of malfunction of the unit.